Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: adult degenerative scoliosis levels implanted :t10- pelvis it was reported that the patient underwent surgery. Post-op, pelvic screw sheered off under the head of the screw. Fragments of the implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
On (B)(6) 2017: x-ray review: magnified post-op x-ray from reported t10-s2 posterior spinal fusion provided. By report, fracture of the s2 screw occurred in the 2 month post-op date. Early construct failure likely secondary to degree of deformity correction and pre-stress placed on construct as fusion is not expected to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.